Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was likely the observed posterior needle tip separation. The reported foot separation was confirmed. The reported no audible prompt was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined the reported issues and subsequent treatment appear to be related to circumstances of the procedure. It is likely that the observed posterior needle tip separation was the reported needle to cuff miss. It is likely an interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract caused the needle to deflect and strike the foot resulting in the foot detachment which likely prevented the plunger from being able to be fully depressed and prevent the expected audible click of the plunger during deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2282 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, there was no snap sound when depressing the plunger of the second proglide device and no suture was seen when the plunger was removed [cuff miss]. It was also noted that the foot was broken. A surgical cutdown was performed to remove the broken pieces of the foot. The sheath was upsized to a large bore sheath and the taa procedure was completed. Hemostasis was achieved via surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.